Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vertebral augmentation, the tip of the osteotome detached and was left in the patient's vertebral body. The procedure was canceled, and the physician decided to leave the detached osteotome within the vertebral body. There are no plans to remove the detached device.